Event description:
A malfunction occurred with the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the elevated bg by administering a correction bolus using the pump. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.